Manufacturer narrative:
The investigation for the positioning issue and low pump flow has been completed. Product and data were not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. The root cause of low flow was unable to be determined as limited clinical details were provided and no product, logs were returned for review. The cause of the optical signal issue was not determined since product and data logs were not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during initial implant for 72-year-old male patient, the impella cp had suction and a spike with high motor current, which was displayed in the impella connect. The physician then pulled a bit too hard and the impella cp slipped out of the left ventricle. The impella was attempted to be repositioned and position was good, however, when the impella was started, the optical sensor failed and there was a max of 0.9l. There were no kinks on the cannula, no thrombus or biomaterial observed. Therefore, the physician decided to explant the pump and complete the procedure without impella support. There was no reported patient harm.